Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. The patient's family member stated that the patient's insulin infusion pump with blood glucose monitor was giving inaccurate readings. They report that on one occasion the monitor differed by 400 points when compared to another monitor. On the occasion of the hospitalization the patient's monitor read 240mg/dl while the emt's monitor read 40mg/dl. In the hospital the difference was 100, 50 and then 30. The reporter stated after the incident they discovered that the housing of the monitor was broken. The device will be returned for evaluation.